Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no serious injury associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-jul-2018 with the following findings: during the investigation, a review of the black box showed multiple unexplained power reset events. The battery compartment and cap were undamaged and able to fit securely. The cap¿s contact measurements were within specification. The battery cap was fastened and then unscrewed a half turn with no reboots occurring. The pump¿s ¿ez-prime¿ steps were performed correctly, and no power interruption occurred during the investigation. The pump¿s cover was removed, and no intermittent condition was found to the power printed circuit board.